Event description:
Procedure type: hernia. According to the reporter: surgery date of (B)(6) 2010, due to abdominal pain and recurrent infections, revision procedures were performed on (B)(6) 2010, (B)(6) 2011. Recurrent tissue necrosis found and pt developed severe pain and peritonitis.

Manufacturer narrative:
(B)(4).